Event description:
"Sparks and smoke appeared to be coming out of the back of the pump where the power cord was located." The customer stated that "the power cord wires were cut and touching one another." There were no reported adverse patient effects. Though requested, no additional information was available.